Event description:
Following intubation a leak was found at the 15mm connector. The connector was removed and was found to have a broken missing piece. A bronchoscopy and CT scan revealed no piece (s) aspirated by the pt. The tube was not removed. The staff replaced the connector with a new one.

Manufacturer narrative:
Return of the endotracheal tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. No conclusions can be drawn without the device. If the tube is returned and failure investigation results provide significant info, a follow-up report will be submitted.